Event description:
It was reported during a laparoscopic cholecystectomy while using the er320 the clips would not form properly. This device came from laparoscopic cholecystectomy kit #fdc37. The lot number of the kit is #k48963. A new er320 was opened to complete its case. There was no consequence to the pt.